Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (plad) coronary artery with heavy calcification. A 2.50x23mm xience skypoint stent delivery system (sds) was advanced through a 6f sheath and deployed successfully. A 3.25x12 mm trek balloon was used at 14 atmospheres for 12 seconds for post dilatation and a dissection was noted. The dissection closed on its own. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.